Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved, and the patient was recovered from the event (previously not reported).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection reflin (one gram per day, route not reported), injection tobramycin (40 mg per day, route not reported) and injection heparin (five ml of 25000 iu, three times per day, route and duration not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing. Patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.